Manufacturer narrative:
Based on additional information received, the device causality is unrelated and therefore, this event no longer meets reportability requirements and is no longer deemed reportable.

Event description:
Additional information was received, indicating the iol was removed due to lack of capsular support and the sutures were part of the standard protocol.

Manufacturer narrative:
Device was returned for evaluation. Microscopic examination was completed and found one haptic bent and a cut across the optic was observed. The device history record (DHR) was reviewed and there were no discrepancies or deviations found that related to the reported issue. The lot history, trend analysis, risk analysis, and directions for use are considered acceptable with the product performing within anticipated rates. Based on the available information, user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event.

Event description:
It was reported an intraocular lens (iol) was implanted and removed from the right eye during the same surgery due to an unknown reason. A nylon suture was used to close the wound and the patient was left aphakic and referred to a retinal specialist for implant of an iol at a later date. Additional information has been requested of the reporter, but not received.